Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead integrity alert was triggered for sensing integrity counter and high-rate non-sustained episodes. It was further reported that the atrial lead and the rv lead exhibited undersensing. Neither the atrial or rv lead were reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.